Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that within two months of implant the right atrial lead dislodged. During the lead revision the lead would not fixate to the tissue and the helix mechanism was jumping out. It was noted that the lead had possible dried blood after explant. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.